Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed and pair new transmitter alert was found within the investigation window. The allegation was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter alert occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be transmitter failed error. The reported event of a pair new transmitter alert is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.